Event description:
When using a needleless system for PICC line blood draw the automatic needle disconnect unit failed. The rn then manually disconnected the luer adapter. The transfer needle portion of the device protruded through the grey rubber stopper and stuck the gloved rn's thumb. On a demo of the occurrence the grey rubber stopper completely came off of a new luer device.